Event description:
On (B)(6) 2005, pt was reported to have developed bilateral "erosions" in the infraorbital regions treated by the fraxel sr laser system. The pt received one treatment with the fraxel sr laser system at a setting of 2000 mtz/cm2 and 10mj. Following treatment two, pt reported peeling bilaterally under her eyes and subsequently developed scar tissue in the treated area. The physician (dr. (B)(6)) reported on (B)(6) 2005 that he elected to administer a therapeutic regimen in order to minimize the risk for development of scar tissue.

Manufacturer narrative:
Based on reports from the dr. (B)(6), the treating physician, m0184 performed as expected. Review of the manufacturing records for the system noted no non-conformance related to the event. Upon eval eight weeks post-treatment, the infraorbital treatment region was reported to be improving but had not fully resolved.